Manufacturer narrative:
Continuation of d10: product ID 97745nt; product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she started charging all night last night and now it is down almost dead. Patient stated she is having a hard time keeping both her ins and controller charged patient stated that when she plugs in the controller to charge her back it drains the controller battery but her back battery is charged. Patient service specialist asked if patient has had any changes to her programming and patient stated no changes for the last year but she has noticed a change in charge frequency for the past month patient stated the implanted neuro stimulator battery is charged 3/4 of the way but now her controller needs to be charged. Patient service specialist suggested that patient contact the local field representative to have her programming checked patient stated her healthcare provider redirected her to contact medtronic patient stated it has been a couple of months since she had her programming check up at the healthcare provider office. The issue was not resolved through troubleshooting. Pss is sending an fyi message to the field about her call.